Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.5/2.5/110 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021 as a replacement lens to a previous refractive surprise (myopia over correction). The surgeon reports the patient now experiences myopia under correction. Lens remains implanted. See MDR# 2023826- 2021-04906 for initial lens implant.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.5/2.5/110 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021 as a replacement lens to a previous refractive surprise (myopia over correction). The surgeon reports the patient now experiences myopia under correction. Lens remains implanted. See MDR# 2023826- 2021-04906 for initial lens implant.